Manufacturer narrative:
One picture was received for investigation, which verified the reporting leaking. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. However, the investigation attributed the observed leaking to insufficient bonding solvent on the tubing. Complaint information will continue to be monitored and actions assigned accordingly.

Event description:
It was reported that, three consecutive leakage incidents occurred in the ICU of the department of neurology when replacing the pressure sensors.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.